Event description:
It was reported to philips healthcare that during patient transport, the heartstart mrx an ECG failure of the monitor was experienced. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.